Event description:
It was reported in a scientific article that the titanium mesh cage is a common option for vertebral body replacement hardware after anterior decompression and corpectomy. Post-operative pain was the most common symptom at follow-up by 13 patients.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.